Event description:
The customer was hospitalized for low blood glucose levels. The customer stated that the bolus wizard was not giving her what was programmed. Troubleshooting was performed and it was found that the customer was entering incorrect numbers in the wizard to make it deliver. No other anomalies were found. No further info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.